Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultraeasy meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began one week prior to contacting lfs at 8:00am in the morning. The patient reported obtaining blood glucose readings of ¿6.5 and 2 mmol/l¿ with the subject meter. The tests were performed within a 20 minute period of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient stated that she manages her diabetes with self-adjusted insulin (unknown type; 16 units in the morning and 12 units before tea time) and denied making any changes to her usual diabetes management regimen in response to the alleged inaccurate readings. The patient stated that 5-10 minutes after the inaccuracy issue began she felt ¿sweaty and was unable to explain specific symptoms". The patient reported treating herself with lucozade juice at the onset of her symptoms. The patient claimed no other blood glucose tests were performed on any other device. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the same approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged inaccuracy issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.